Event description:
It was reported that during the pump preparation procedure for the implant of this device, prior to the implant, only 5 milliliters (ml) of water could be removed and only 10 ml of saline (nacl) could be filled. The pump, therefore, was not implanted. A different pump was successfully implanted. No adverse patient effects were reported. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly. The pump was returned and never implanted due to reservoir access issues. Upon arrival, 20.0 ml were aspirated from the pump. All pump logs were clean (no motor stalls, no motor recoveries, no errors of any kind). The pump passed all non-destructive testing. The pump was filled with 20.0 ml of sterile water, then aspirated. This process was repeated five times, with no filling/aspirating issues encountered. Destructive analysis was not performed because there were no problems recorded in the pump logs and the allegations could not be reproduced in the lab. (B)(4).